Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device is for treatment, not diagnosis. The product development evaluation details the device returned was received broken and in two pieces. Additionally, the drill bit had some discoloration on exterior and no visible signs of wear and tear. Part# 03.505.085, lot # unknown was returned with a complaint category of ¿broke¿ (1 piece each). The drill bit is used with the 90 degree screwdriver for right-angled drilling and screw insertion (90 degree screwdriver). Based on the reported complaint, it is evident that the product was used outside of the scope of its indication since it was used during a rib surgery. The drill bit should only be used with the matrixmandle system and during mandibular surgery. Therefore, since the root cause of complaint is off-label use and not design related, this complaint is invalid from a design perspective. The chu engineer concluded that the design and clinical risk management file is not applicable since the product was used off-label and there were no design related issues. (B)(4)

Manufacturer narrative:
Additional narrative: lot number is known therefore the review of the device history review is in process. Device is used for treatment, not diagnosis.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is used for treatment, not diagnosis.

Manufacturer narrative:
Additional narrative: device evaluation anticipated but not yet begun, results pending completion of evaluation

Event description:
It was reported during a rib fixation of the left rib 4, a 14mm drill bit broke in half. A scope was used to locate the broken piece. The piece was retrieved, adding 15-20 minutes to the surgical time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Subject device has been received and a manufacturing evaluation has been completed. The received condition of the drill bit is broken in half and shows wear on the cutting edges at the tip. There are brown residues visible in some areas. The conclusion, all relevant dimensions and hardness specifications were checked and found to meet the specifications at the time of manufacturing and distribution. The material certificate attests that the used raw material was correct.